Manufacturer narrative:
Further information from the reporter regarding device details, device return and photos has been requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant rupture. Device status is unknown.

Event description:
Physician reported implant rupture. The device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported implant right side rupture diagnosed by MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as fold flaw opening. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side implant rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side implant rupture. Device remains implanted.